Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device and non-boston scientific right ventricular lead exhibited oversensing, which resulted in inappropriate anti-tachycardia pacing, and a inappropriate shock. The device remains implanted. No adverse patient effects were reported.